Event description:
It was reported that the patient underwent a sling procedure. Postoperatively, a one centimeter piece of mesh was noted in the vagina, across the urethra. The physician reports that the mesh exposure does not look like an erosion because the epithelium is completely healed behind the tape. The patient is a poorly controlled diabetic, and the physician will decide whether to open the mucosa and close it around the tape, or cut it.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.